Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additional information was not provided. Multiple attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.